Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing thrombectomy case, procedure was completed after 2 cold restarts. The philips field service engineer (fse) inspected the system on site and confirmed that that system's emergency stop activated, preventing geometry movements. Upon troubleshooting fse found that the geo module was intermittently triggering an emergency stop state in the system without any user input. To resolve this issue, fse replaced geo module. The defective component was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop activated, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.